Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be defective air in line printed circuit board assembly. To correct this condition, the pump head module was replaced. If any additional information is received, a follow-up MDR will be sent.

Event description:
During the event history review, a baxter technician discovered a colleague infusion pump with the condition of failure code 814:04:00, which interrupted delivery. The process step was before use as the issue was encountered during service. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.